Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had "red and brown marks" on the back, around the implantable neurostimulator site. The pt also had "black stuff ooze" from the back, and had an opening in the back around the device site. The leads always caused the pt pain. No info was provided related to the pt's outcome. Add'l info was requested but not available as the date of this report. A f/u report will be filed if add'l info becomes available.